Event description:
The "rapid gas loss" alarm sounded from the pump. All connections were checked but the balloon would not pump and the iab was removed. Another was not inserted. The iab was not returned to co. For evaluation. The iab was discarded by the facility.